Event description:
On (B)(6) 2007, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that images dated (B)(6) 2013, revealed an indeterminate endoleak, with significant aneurysm enlargement. There is no reintervention planned at this time.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.